Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, device was unbale to cross the lesion. During post balloon expansion, the balloon also ruptured. The device was removed and no balloon pieces remained in the patient. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Updated d4: lot number. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 1mm from the proximal end of the distal waist. The device failed to inflate to rbp. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, device was unbale to cross the lesion. During post balloon expansion, the balloon also ruptured. The device was removed and no balloon pieces remained in the patient. No patient complications were reported and the patient status was good.